Manufacturer narrative:
(B)(6). For date of event, the user stated the issue occurred around one month prior to calling animas ((B)(6) 2011). The pump was returned to animas. Evaluation revealed adhesive under keypad button contacts. All keypad buttons were intermittently activating pump functions when pressed.

Event description:
The patient's mother reported that the up, down, and ok button contacts require several presses to achieve a pump response. The issue reportedly started a month prior to contacting animas and got progressively worse. The keypad rubber is reportedly intact and the user denied any exposure to cleaning products. The buttons reportedly felt flat and do not bounce or spring back normally.